Event description:
Edwards received notification that a valve model 6900ptfx29 was explanted at implant due to severe central regurgitation observed when the heart start beating again. Reportedly, the valve inspected prior to use and no abnormalities were observed. On echo performed intra-operatively to check valve function it was observed that bioprosthesis leaflets was restricted in opening and closed with a seam. As reported, the extend of the regurgitation was obviously greater than normal postoperative conditions. The patient's chest was not completely closed before the valve was explanted. Reportedly, the patient suffered injury due to the increased heart stop-beating time. No surgical instrument was placed inside the center of the prosthetic valve. The tricentrix holder was used and removed after all mitral annular sutures were tied. The audible click was heard when pushing the handle, and there was no difficulty using the tricentrix. Reportedly, surgeon denied suture looping. The cardiopulmonary bypass was re-initiated, and a 27mm non-edwards valve was successfully implanted in replacement before suturing. Left atrial plication, ligation of left atrial appendage and tricuspid valvuloplasty with a 27mm non-edwards annuloplasty ring were perfomed concomitantly. The patient was noted as to be hospitalized in stable condition.

Manufacturer narrative:
E1. Address - line 1: (B)(6). H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 6900ptfx29 was explanted at implant due to severe central regurgitation observed when the heart start beating again. Reportedly, the valve was inspected prior to use and no abnormalities were observed. On echo performed intra-operatively to check valve function it was observed that bioprosthesis leaflets were restricted in opening and closed with a seam. As reported, the extend of the regurgitation was obviously greater than normal postoperative conditions. The patient's chest was not completely closed before the valve was explanted. Reportedly, there was no injury to the patient except increasing heart stop beating time. No surgical instrument was placed inside the center of the prosthetic valve. The tricentrix holder was used and removed after all mitral annular sutures were tied. The audible click was heard when pushing the handle, and there was no difficulty using the tricentrix. Reportedly, surgeon denied suture looping. The cardiopulmonary bypass was re-initiated, and a 27mm non-edwards valve was successfully implanted in replacement before suturing. Left atrial plication, ligation of left atrial appendage and tricuspid valvuloplasty with a 27mm non-edwards annuloplasty ring were perfomed concomitantly. The patient was noted as to be hospitalized in stable condition.

Manufacturer narrative:
Corrected: b2 (outcomes attributed to adverse event), b5 (describe event or problem), h6 (clinical code). This event is no longer considered reportable and this correction is being submitted. Valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before /after frame expansion, and /or the patients anatomy, and not a malfunction of the device. There may be cases in which regurgitation is detected by transesophageal echocardiography (tee) prior to the completion of the case and exchange of the valve is required. In this case no harm occurred due to the device exchange, therefore this is no longer reportable.